Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg) levels (values not provided). Reportedly, the cause was customer made adjustments to the pump's basal rates. Tandem technical support made multiple follow up attempts, however, no response received.